Manufacturer narrative:
This report is related to a previously submitted report under MFR # 3007042319-2017-02448. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the primary investigator reported that the event was related to the patient's condition and unrelated to the study device or implant procedure. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed "pus" at the site of the driveline on (B)(6) 2017 and was admitted to hospital the following day with a fever. Laboratory testing revealed leukocytosis. At the time of the event, the patient was noted to be taking intravenous (IV) meropenem and oral minocycline. The patient was started on IV vancomycin and the meropenem stopped. Wound cultures proved to be positive for pseudomonas aeruginosa, klebsiella pneumoniae and candida albicans. A computerized tomography (CT) scan revealed persistent soft tissue thickening and stranding around the dl.  The patient was also subsequently started on IV cefepime. The patient underwent surgical incision and drainage of the site on (B)(6) 2017 with excisional debridement of the infected tissue around the dl. Post-operatively, the patient was started on IV avycaz and oral bactrim ds. The patient was discharged without a fever on (B)(6) 2017 on oral minocycline, bactrim ds, IV cefepim and IV meropenem. The events were reported to have been resolved on (B)(6) 2017. The primary investigator reported that these events were related to the patient's condition and unrelated to the study device or implant procedure. No further information has been provided.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.